Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 63503801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Procedure: the patient had a right hip replacement in outside cors scope. Patient developed increasing pain and was revised on (B)(6) 2018 with head and liner exchange. Patient developed periprosthetic joint infection and all components were removed and had inserted an antibiotic spacer on (B)(6) 2019. Re-implantation took place on (B)(6) 2019.